Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level 500 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The current blood glucose level was 331 mg/dl. Customer had not experienced any symptom related to high blood glucose level. The auto mode feature was active at the time of incident. Customer had taken cortisone shot last week and shot for pain also. Customer stated their reading was high and they kept on giving bolus to recover. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.